Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium and a hemostatic valve separation issue occurred. The vizigo¿ sheath was leaking blood from the hub upon removing the transseptal needle. The white valve seems to come loose within the hub. The hemostasis valve (gasket) did not break into two or more separate pieces. The white piece within the hub became dislodged but stayed in the hub. The sheath was being used on the patient. Air did not enter the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was 5cc. The vizigo sheath was exchanged, and the procedure was continued. No adverse patient consequence was reported. The hemostatic valve separation issue was assessed as a MDR reportable product malfunction.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A device history record evaluation was performed for the finished device 50000115 number, and no internal actions related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).